Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Section information references the main component of the system and other applicable components are: product ID neu_unknown_prog lot# serial# unknown implanted: explanted: product type programmer, physician.

Event description:
Information was received from a consumer regarding a patient who was receiving bupivacaine and morphine (unknown dose and concentration) via an implantable pump for non-malignant pain and failed back surgery syndrome. The patient fell due to excruciating pain and was currently at the medical center because of the fall, the pump stopped due to normal battery depletion on (B)(6) 2017, the doctor told the patient she had another year with the current pump, and the patient experienced sudden return of pain a couple of weeks prior to (B)(6). There was no out of box failure reported. The consumer was requesting for physician listing. No further complications were anticipated/reported